Event description:
A consumer reported decreased vision following intraocular lens (iol) implant surgery. He stated his surgeon info him that having had prior radial keratotomy (rk) made it difficult to predict the outcome. He reported he has had "a little bit of improvement". Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).